Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they use the extension set on laboring patients who are receiving pitocin to strengthen labor contractions during childbirth. The extension tubing set has been found to be leaking IV fluids or blood from the nac-y needle-free valve that is located 4 inches from the spin male luer lock. There was no report of patient harm.